Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. Pump received with minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump's keypad was unresponsive. The customer did not recall any significant events leading up to the issue. Blood glucose level at the time of the incident was 125 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.